Event description:
It was reported that during a successful vena cava filter deployment procedure, reportedly, the IV became occluded with thrombus distal to the filter placement immediately following the filter deployment. The filter remains implanted. The patient status at this time is unk.

Manufacturer narrative:
The lot number for the device has not been provided; therefore, a review of the device history records cannot be performed. The device has not been returned to the MFR for evaluation. The investigation is currently underway. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product or procedural details to bard.